Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm and motor position encoder error alarm. The customer states they had excessive no delivery alarms. The customer's blood glucose level was unknown. The customer's levels had been as low as 45mg/dl. The customer treated the low with food. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the delivery anomaly or perform the unexpected restart, occlusion or excessive no delivery alarm tests due to the motor error alarm. No unexpected pump resetting was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a cracked lcd window and minor scratches on the lcd window.